Event description:
N/a.

Manufacturer narrative:
Getinge field service engineer (fse) found that failure observed by end user ¿autofill failure¿ on screen. Tested pump and performed all pneumatic leak tests, passed all leak tests. Could not duplicate customer failure. Unit passed all functional and safety tests per factory specifications, returned to customer.

Event description:
It was reported that during a routine check, the cs100 intra-aortic balloon pump (iabp) unit has auto fill failure on the screen. There was no patient harm.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Corrected data: b5. Updated data: b4, g3, g6, h2, h10, h11.

Event description:
It was reported that during a routine check, the cs300 intra-aortic balloon pump (iabp) unit has auto fill failure on the screen. There was no patient harm.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).